Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported "no audio" was reproduced during evaluation. The cause was determined to be a broken speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced a no audio condition. There was no known patient injury or medical intervention associated with this event. No additional information is available.